Event description:
During surgery, the physician was using the autosuture endo gia universal stapler, 12mm, # 030449, lot # n9d0670, exp: 2014-04. The stapler broke during use. It would not release the reload being used, autosuture endo gia universal roticulator 60-2.5, #030457, lot # n8l230 exp: 2013-11. No harm done to patient. New stapler opened per physician. Old stapler and relaod saved and put in original package.